Event description:
It was reported that the patient's balloon of his artificial urinary sphincter (aus) was empty. It was also found that the cuff was too large for the patient's anatomy, resulting in patient' incontinence. The physician downsized the cuff. The previous device was removed and a new aus was implanted. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.